Event description:
Report received from an abbott international affiliate of a tubing separation. The customer reported that when they opened the package, they noted "one of the connections was broken." The set was not connected to the patient. There was no delay in therapy, as another set was readily available. Though requested, no additional information was provided.